Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 430 mg/dl. The current blood glucose level was 411 mg/dl. The customer also treated with manual injection and insulin pump. The customer was in the emergency room. The insulin pump will not be returned for analysis.